Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial (B)(6); product type: 0201-programmer patient; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they haven't been using their stimulator, charged their stimulator in about a year and they have to get an MRI done. Patient mentioned the stimulator hasn't worked and hasn't helped in over a year. Patient stated it was so hard to charge their implant due to the way the implant battery has moved in their flank and it was almost impossible for it to take a charge. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger, controller port and ac power supply. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and controller showed memory problem. Patient stated they were not able to set the date and time on the controller. Patient unlocked controller; controller showed no device found then cannot recharge device the controller battery is too low recharge the controller. Agent reviewed meaning of message, informed patient to fully charge the controller then try to connect to their implant. Patient will call back if further assistance is needed. The issue was not resolved.